Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Programmed boluses delivered and recorded properly. No unexpected bolus delivery anomaly or excessive delivery alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had low blood glucose of 36 mg/dl. Caller stated that the customer's insulin pump is over delivering. Caller stated that the insulin pump delivered 3 boluses on its own. Checked bolus history and found that the 3 boluses the customer did not recall administering, they were manual boluses. Nothing further was reported.